Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the operating room tech was unable to remove sterile water from pump; no resistance was noted when aspirating from center port. Several attempts were made. The device was not implanted.